Manufacturer narrative:
E. Initial reporter.event site postal code,(B)(6).event site telephone.(B)(6).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) display was flickering. No patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the reported failure and reset the display connections. Product passed all functional and safety tests per manufacturer specifications.